Event description:
Tubing split after filter and before pt access. Appeared severed at the downstream filter tubing junction. Pt was asleep at time. Caretaker noticed at 6 am. No air in line apparent in portion connected to pt. No blood backflow into tubing. Am - pt had unusual vomiting/diarrhea (missed taper?). Vomiting/diarrhea short time. Second device: same tubing lot - plastic baseplate came off filter - no consequences reported.